Manufacturer narrative:
The device remains implanted in the patient.

Event description:
It was reported that the subject stent was implanted in left internal carotid artery ica c3 of a patient on (B)(6) 2022. Magnetic resonance imaging MRI just after the procedure revealed cerebral infarction at left precentral gyrus, so novastan 30mg, heparin sodium 5000unit, and radicut 30mg were administered. Not full recoverd but recovering of the cerebral inferction was confirmed on (B)(6) 2022 and the patient was discharged. Also, stenosis in subject flow diverter stent (stenosis rate: 1-25%) and parent artery stenosis (stenosis rate: 1-25%) were confirmed by imaging just after stent placement on (B)(6) 2022. Preoperative mrs on (B)(6) 2022 : 0, postoperative mrs on (B)(6) 2022 : 1. Preoperative and postoperative antiplatelet therapy was performed according to the dosage schedule. Aspirin 100mg/day: from (B)(6) 2022 to now (ongoing) and clopidogrel 75mg/day: from (B)(6) 2022 to now (ongoing). No other information is available.

Manufacturer narrative:
H4 manufacturing date ¿ added. D4 expiration date - added. D10 concomitant products grid - added. H6 health impact code grid - updated. Due to the automated manufacturing execution system (mes) there are controls in the manufacturing process to ensure the product met specifications upon release. The subject device is not available; therefore, visual testing as well as functional testing cannot be performed. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported complaint could not be confirmed, and it could not be definitively determined if the device failed to meet specifications because the product was not returned. Additional information did not indicate any issues noted during unpacking or set up of the device, and the device was prepared as per dfu instructions. It was reported that cerebral infarction at left precentral gyrus (treatment: novastan 30mg, heparin sodium 5000unit, and radicut 30mg were administered). Not full recovered but recovering of the cerebral infarction was confirmed on 13 aug. There was no surgical delay reported, and the device performed as intended. Based upon medical review, the harm observed in the complaint is anticipated in nature as per the device risk assessment. The reported 'patient stroke' and non-flow limiting vessel stenosis are known and anticipated complications to these types of procedures and patient condition and are listed as such in the device directions for use. Therefore, an assignable cause of anticipated procedural complication will be assigned to this event.

Event description:
It was reported that the subject stent was implanted in left internal carotid artery ica c3 of a patient on (B)(6) 2022. Magnetic resonance imaging MRI just after the procedure revealed cerebral infarction at left precentral gyrus, so novastan 30mg, heparin sodium 5000unit, and radicut 30mg were administered. Not full recoverd but recovering of the cerebral inferction was confirmed on (B)(6) 2022 and the patient was discharged. Also, stenosis in subject flow diverter stent (stenosis rate: 1-25%) and parent artery stenosis (stenosis rate: 1-25%) were confirmed by imaging just after stent placement on (B)(6) 2022. Preoperative mrs on (B)(6) 2022: 0, postoperative mrs on (B)(6) 2022: 1. Preoperative and postoperative antiplatelet therapy was performed according to the dosage schedule. Aspirin 100mg/day: from (B)(6) 2022 to now (ongoing) and clopidogrel 75mg/day: from (B)(6) 2022 to now (ongoing). No other information is available.

Manufacturer narrative:
Due to the automated manufacturing execution system (mes) there are controls in the manufacturing process to ensure the product met specifications upon release. The subject device is not available; therefore, visual testing as well as functional testing cannot be performed. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported complaint could not be confirmed, and it could not be definitively determined if the device failed to meet specifications because the product was not returned. Additional information did not indicate any issues noted during unpacking or set up of the device, and the device was prepared as per dfu instructions. It was reported that cerebral infarction at left precentral gyrus (treatment: novastan 30mg, heparin sodium 5000unit, and radicut 30mg were administered). Not full recovered but recovering of the cerebral infarction was confirmed on 13 aug 2022. There was no surgical delay reported, and the device performed as intended. Received confirmation from cic on (B)(6) 2024 that the baseline/pre-procedure parent artery stenosis rate in this patient was 26-50%. Based upon medical review, the harm observed in the complaint is anticipated in nature as per the device risk assessment. The reported 'patient stroke' is a known and anticipated complications to these types of procedures and patient condition and are listed as such in the device directions for use. Therefore, an assignable cause of anticipated procedural complication will be assigned to this event.

Event description:
It was reported that the subject stent was implanted in left internal carotid artery ica c3 of a patient on (B)(6) 2022. Magnetic resonance imaging MRI just after the procedure revealed cerebral infarction at left precentral gyrus, so novastan 30mg, heparin sodium 5000unit, and radicut 30mg were administered. Not full recoverd but recovering of the cerebral inferction was confirmed on (B)(6) 2022 and the patient was discharged. Also, stenosis in subject flow diverter stent (stenosis rate: 1-25%) and parent artery stenosis (stenosis rate: 1-25%) were confirmed by imaging just after stent placement on (B)(6) 2022. Preoperative mrs on (B)(6) 2022: 0, postoperative mrs on (B)(6) 2022: 1. Preoperative and postoperative antiplatelet therapy was performed according to the dosage schedule. Aspirin 100mg/day: from (B)(6) 2022 to now (ongoing) and clopidogrel 75mg/day: from (B)(6) 2022 to now (ongoing). No other information is available. Received additional information on 23 jan 2024 that the baseline/pre-procedure parent artery stenosis rate in this patient was 26-50%.